Event description:
It was reported that a patient enrolled in the (B)(4) underwent a total right hip arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2008 due to a stitch granuloma and pain. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.